Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Unit was programmed with a 5.0 unit bolus. The bolus delivered properly. No air bubble anomaly noted. Unit had broken reservoir tube lip, cracked reservoir tube, minor scratched display window and cracked belt clip slot.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 318 mg/dl. The customer was treated with shots. The customer was admitted to the hospital. The customer was treated in the hospital with IV fluids and checked for keytones. After the troubleshooting was done, customer was advised that we wil email solutions about her device because doesn't have warranty. The customer stated that the reservoir compartment is broken off. Customer is off the insulin pump because they think it is defective. The customer is doing shots.